Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported; for the first device reported that was used on the same patient, see MDR 3013394970-2018-00512.

Event description:
The user facility reported that when the angio-seal device was being inserted into the insertion sheath, there was feeling that the device was caught in the sheath. The device was then withdrawn and successfully removed. A new angio-seal was unpacked, and as the second device was being inserted into the insertion sheath, which was already positioned, there was still a feeling that the second device was caught in the sheath. The second device was withdrawn and was successfully removed. The guidewire was then inserted into the sheath and the sheath was also withdrawn and successfully removed. A third angio-seal device was used to successfully achieve hemostasis. The blood loss was less than 250cc's. The procedure before deploying the device was for the internal carotid aneurysm. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr, and the puncture site was the right common femoral artery. There were no other devices or equipment used with the product. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.